Manufacturer narrative:
.

Event description:
Intestines infection, nose congestion, possible allergic reaction, throat congestion. Case description: this case was reported by a consumer and described the occurence of ill-defined intestinal infections in a (B)(6) year old female patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch no. 9f6a, expiry date unk) for product used for unk indication. On an unk date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unk date, an unk time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced ill-defined intestinal infections (serious criteria gsk medically significant), nasal congestion, allergic reaction and upper respiratory tract congestion. Super poligrip extra care with poliseal (zinc free formula) was continued with no change. On an unk date, the outcome of the ill-defined intestinal infections, nasal congestion, allergic reaction and upper respiratory tract congestion were not recovered/not resolved. The reporter considered the ill-defined intestinal infections to be possibly related to super poligrip extra care with poliseal (zinc free formula). It was unk if the reporter considered the nasal congestion, allergic reaction and upper respiratory tract congestion to be related to super poligrip extra care with poliseal (zinc free formula). Add'l info: consumer stated that "she had infection in her intestines. Could it be the poligrip because she used that every day?"